Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 6. Reference MFR report#1627487-2015-09056; reference MFR report#1627487-2015-09057; reference MFR report#1627487-2015-09066; reference MFR report#1627487-2015-09067; reference MFR report#1627487-2015-09068. The patient has two scs systems. This issue pertains to the occipital/supra-orbital system. It was reported the patient experienced pain under the right arm near the lead site. As a result, surgical intervention was undertaken on (B)(6) 2015. During the procedure, it was noted the physician rerouted several of the wide spaced quattrode leads. Additionally, the existing extensions were explanted and replaced with a different model at that time. Reportedly, the patient was reprogrammed postoperatively.